Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the ¿(B)(6)¿ lid would not click into place when in the closed position. The reporter stated it would slide open and closed without it getting locked. The reporter further stated a new stim loc was opened and the clip worked perfectly. It was noted that there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID fc1020, lot# 205705, product type accessory; product ID 924256, lot# 082200814a, product type accessory; product ID 924256, lot# 082200814a, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimloc burr hole cover found no anomaly.